Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a tonsillectomy procedure, the surgeon argues that the hook came broken in the plastic part of the stem that he noticed when assembling. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # m91g8m. The device was returned with the blade intact and not broken off as reported. The outer sheath was damaged. As a result of the damage, functional testing could not be performed with the generator, as the instrument did not engage with the hand piece due to the damage of the outer tube at the torque wrench interface. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.